Manufacturer narrative:
Product investigation is in progress.

Event description:
The part that covers the tampon got stuck inside [foreign body in reproductive tract] burning (and pain) vagina [vulvovaginal burning sensation], (burning) and pain, hurt vagina [vulvovaginal pain], discomfort-vagina [vulvovaginal discomfort], when I want to put it on. The part that covers the tampon got stuck inside. Caused great pain and discomfort [complication of device insertion.] Defective. Cardboard that pushes it came out, but the part that covers the tampon got stuck inside [device physical property issue] . Case narrative: consumer reported via e-mail that the cardboard applicator comes out and got stuck. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
The part that covers the tampon got stuck inside [foreign body in reproductive tract] burning (and pain) vagina [vulvovaginal burning sensation] (burning) and pain, hurt vagina [vulvovaginal pain] discomfort-vagina [vulvovaginal discomfort] when I want to put it on...the part that covers the tampon got stuck inside...caused great pain and discomfort [complication of device insertion] defective...cardboard that pushes it came out, but the part that covers the tampon got stuck inside [device physical property issue] case narrative: consumer reported via e-mail that the cardboard applicator comes out and got stuck. No serious injury reported.